Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s current blood glucose was 441mg/dl. The customer did not experienced the symptoms due to high blood glucose. Customer stated high blood glucose was treated with insulin pump. Troubleshooting was done for high blood glucose and under delivery. Auto mode feature was used at the time of event. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump and reservoir will not be returned for analysis.